Manufacturer narrative:
A ge svc rep performed an on site investigation. The collimator and image intensifier were calibrated during the svc call. The system was tested, and found to be working as intended, and put back into service.

Event description:
It was reported that the 9800 system had a physicist discrepancy with the mag out of range. No pt injury was reported.